Event description:
On (B)(6) 2011, a message was received by the pt stating she experienced insulin leakage while using the infusion sets and the infusion set must be changed frequently. Attempts to reach the pt for f/u were unsuccessful. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.